Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling, infection, fever, myalgia, mild pharyngitis and sore throat is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A device history record review has been initiated and analysis of the data has not been completed. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheeks, marionettes and jawline. About 3 months later, the patient had fever, myalgia and mild pharyngitis/sore throat. Patient then developed swelling and infection in the face 2 days later. The mild pharyngitis was noted to may have precipitated the infection around the filler but not positive if it prompted the swelling in the face or if it was related to the product. Patient was treated with biaxin and symptoms resolved within 2 weeks.